Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form reporting a catheter revision. The reason for revision was reported to be a loss of pain therapy. A cap procedure was stated to have been performed in which the catheter was unable to be aspirated. Device was discarded.